Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an external neurostimulator. It was reported that the patient mentioned at lead pull that they were experiencing some sort of cramp or stimulation under their left pectoral muscle. The healthcare provider (hcp) did a physical examination and could not reproduce the occurrence, nor did the patient. The rep stated that it was possible that the stimulation be felt in that area if the leads had advanced cephalad to t4/5/6. The patient was put on the fluoroscopy table and looked a the lead, and it did not advance for the are synonymous with the pectoral stimulation, however it had retracted. The stimulation was reinitiated on the left lead which seems to still be in place and covering the t9/t10 disc space and tip was at middle t8. The trial was continued from tuesday to friday. On thursday the patient communicated that they still felt something in their left pectoral by phone, however could not reproduce the feeling in any way, nor was it clear if it could be demonstrated when the stimulation was off. The patient was not a good historian and did not keep in communication to evaluate. The patient had a good trial and wished to proceed to permanent implant. Additional information received from the manufacturer representative reported that the cause of the sensation could not be determined and it could not be determined if there was any device issues or not. It was noted that the doctor had decided to extend the trial from (B)(6) 2017 so the lead was pulled (B)(6) 2017.